Manufacturer narrative:
The reported issue was unconfirmed. Root cause could not be determined. The device was evaluated upon receipt. No fault found, calibration performed and no issue detected. The (B)(6) system was evaluated for functionality and results were recorded. An electrical safety test was performed; (B)(6) system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device there was flow error and pads not filling with water. Itu have reported they have had issues with the unit. They were having low flow error 0002 and empty pads error 0007. Per review of wo on (B)(6) 2025, it was noted that during use, patient move to their other unit. Per follow up information received via mail on (B)(6) 2025, device was pending assessment, awaiting the engineer to assess the unit.

Event description:
It was reported that in an arctic sun device there was flow error and pads not filling with water. Itu have reported they have had issues with the unit. They were having low flow error 0002 and empty pads error 0007. Per review of wo on 20jan2025, it was noted that during use, patient move to their other unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.